Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"During the procedure the apex release mechanism didn't work, and a bailout was performed to release the apex. This worked but during the bailout the lundquist wire became kinked and the delivery system couldn't be removed from the stay behind sheath. The decision was made by the clinician to remove the delivery system and the wire from the stay behind sheath. As the delivery system was being withdrawn the nose cone became stuck in the hub of the stay behind sheath. This meant that the delivery system, wire and stay behind sheath had to be removed, resulting in an additional arteriotomy procedure and the insertion of another sheath. Dr kovacs would like a detailed report and if possible, some images to help ger understand why the nose cone got stuck in the hub of the stay behind sheath." Patient outcome: "the procedure was completed successfully with no adverse event."

Event description:
"During the procedure the apex release mechanism didn't work, and a bailout was performed to release the apex. This worked but during the bailout the lundquist wire became kinked and the delivery system couldn't be removed from the stay behind sheath. The decision was made by the clinician to remove the delivery system and the wire from the stay behind sheath. As the delivery system was being withdrawn the nose cone became stuck in the hub of the stay behind sheath. This meant that the delivery system, wire and stay behind sheath had to be removed, resulting in an additional arteriotomy procedure and the insertion of another sheath. Dr (B)(6) would like a detailed report and if possible, some images to help her understand why the nose cone got stuck in the hub of the stay behind sheath." Patient outcome - "the procedure was completed successfully with no adverse event."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.